Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported that there was water in the circuit. Tse recommended replacing the circuit and external filters, perform short self testing (sst) and running the ventilator on a test lung. The customer reported that a new circuit with accessories were placed on the ventilator and sst and extended self testing (est) passed. The ventilator has been back in patient use for a couple days now with no additional reported issues. Covidien was not authorized to repair the device.

Event description:
It was reported that, while in use on a patient a 980 ventilator generated an occlusion diagnostic message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.